Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty due to the patients abnormal anatomy. After repeated attempts to reposition the lead it was discovered that the lumen wire of the lead was blocked. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.